Event description:
Consumer originally called wondering if he could get more interdentals because he can't find any the store where he normally buys them. Then he stated the brush one time got lodged in between his teeth and he couldn't get it out. He did eventually get it out, but the brush broke off the handle. He got it out using a regular toothbrush to help poke it out. He no longer has the broken brush.